Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Corrected information: a2.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that following insertion the patient experienced recurrent hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, adhesions and scarring. No additional information is provided.